Event description:
It was reported that the user¿s caregiver experienced leaks during supply changes and that the cartridge was being connected outside the ilet pump; the caregiver was instructed to rewind the pump, place the cartridge inside the pump, and then connect the connector and tubing, and the user also experienced an occlusion that persisted for nearly two hours, followed by a blood glucose of 315 mg/dl. Symptoms included hyperglycemia. Outcomes included user monitoring and continued use after troubleshooting education. Investigation included complaint handling with user troubleshooting and education. Investigation of this case revealed a consecutive stalled motor event associated with insulin delivery interruption and user technique concerns during cartridge change. It was concluded that the cause of hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.